Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that in an attempt to re-cross a stent positioned in the collateral, the tip of the guide wire became entrapped between the vessel wall and one strut of the stent. During withdrawal of the guide wire, it fractured and the tip detached. The tip retrieved using a goose neck snare. Reportedly, the patient is fine. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils and core. The shaping ribbon had detached 8 mm proximal to the tipball. The fracture faces were slightly jagged. The tip coils were not intact at the separation and were completely stretched. There were offset intermediate coils proximal to the center solder for a length of 7 mm. There was a bend in the core 32 cm distal to the coined end. No other damage to the guide wire was noted. The proximal portion of the guide wire was back-loaded through a .0145" hole gauge, including the offset intermediate coils. This met manufacturing criteria. The tip of the guide wire was not tugged on due to the separation in the shaping ribbon. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.